Event description:
The customer reported that he had high blood glucose results while wearing a pod, and he was not feeling well. At 11:16 am, he gave himself a 2.50 unit bolus. At 2:52 pm, his blood glucose result was 330 mg/dl and he consumed 59 grams of carbohydrate. At 4:08 pm, his result was "high" (>500 mg/dl). He stated that he gave himself 8 units of insulin manually. In a follow-up call, the customer reported that the cannula was "slightly bent."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and " if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."